Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50e serial#: (B)(4) description: enh st trial ld kit the leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that following a trial the patient was experiencing discomfort. The patient decided to cut the leads herself and pull them out of the epidural space. The physician believes that the discomfort is procedure related. The patient is doing well and no further course of action will be taken.